Event description:
It was reported that patient underwent total hip arthroplasty utilizing a mallet in 2009. During the procedure, the mallet broke open, and the interior contents spilled into the patient's wound. The site was cleaned and radiographs were taken and read as negative. The patient was also given extra antibiotics.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing a mallet on (B) (6) 2009. During the procedure, the mallet broke open and the interior contents spilled into the patient's wound. The site was cleaned and radiographs were taken and read as negative. The patient was also given extra antibiotics.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records shows that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.this report filed september 30, 2009.

Manufacturer narrative:
The exact root cause of the reported breakage could not be confirmed, wear from extensive use may have been a contributing factor. The device was manufactured in november of 1993. There are warnings in the package insert that state 'surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement.' There are no implications to the patient as radiographs did not identify any foreign material retention. No patient injury has been reported. The contents of the mallet are made from stainless cut wire shot. (B) (4)